Event description:
It was reported that the cassette exhibited roundish, opaque particles within the device, that range in sizes and fibers. The issue was observed during inspection. There was no patient involvement, no injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.